Event description:
Customer reported an issue with the passport 2 monitor's display, which may have affected primary monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and replaced the cpu board and nibp module. Unit was calibrated and safely tested to factory's specifications.